Manufacturer narrative:
A specific cause and a correlation between the device and the report of infection, multiple system organ failure, renal failure, right heart failure, and respiratory failure could not be conclusively determined. A full evaluation could not be conducted as the patient¿s pump was not explanted. It was reported that the device was working as expected at the time of the event. The instructions for use lists infection, right heart failure, respiratory failure, and renal failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: on 05/04/2016, information was received from the hospital personnel stating that the patient's driveline infection started on (B)(6) 2015 and went to the patient's bloodstream on (B)(6) 2015. The presenting symptoms were driveline drainage, erythema and fluid collection around the driveline. It was also reported that the patient had recurrent fever.

Manufacturer narrative:
Gender was not reported. (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a driveline and pump pocket infection which required multiple debridements during the course of lvad support. On an unspecified date the patient developed bacteremia, renal failure, right heart failure, and respiratory failure however it was reported that the device was working as expected. The patient expired on (B)(6) 2016 due to multiple system organ failure (msof) and infection. The pump was not explanted. No additional information was provided.